Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked at the luer lock connection. A cartridge change was performed to address the issue. Customer's blood glucose level was in the 300's mg/dl range. Tandem technical support advised the customer to ensure the luer lock connection is secure when loading a cartridge.